Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. After each alarm, the customer would resume insulin delivery. The customer's blood glucose level was not impacted. As the customer was not receiving an alarm at the time of contact with tandem technical support, troubleshooting to help determine a possible cause of the occlusions was unable to be performed.